Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the instrument associated with this report was not returned. The provided photographs show some damage but cannot confirm the reported complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When pre-drilling sector cup screw holes the 6.5x25mm drill bit from the pinnacle screw instruments would consistently disengage from flex drill locking mechanism.